Manufacturer narrative:
(B)(4). Hoop spring. The additional complaints referenced in the event were previously reported. The analysis results found that device (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the found condition may lead that the clips could not be feed and formed as intended.the batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h90m2g (mfg date 3/21/2011; exp date 2/21/2016) (B)(4). The analysis results found that device (c) was received empty and locked out. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the found condition may lead that the clips could not be feed and formed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h9000d (mfg date 01/04/2011; exp date 12/04/2016) (B)(4) lockout spring.

Event description:
It was reported that during a coronary artery bypass graft, when the clip was fired, it could not completely hold the vein. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to inquire if other events have been reported.